Manufacturer narrative:
D1 brand name, corrected data: supplemental report #02 report inadvertently left blank d4 model#, serial#, lot# & expiration date, corrected data: supplemental report #02 report inadvertently left blank h4 device manufacture date, corrected data: supplemental report #02 report inadvertently left blank.

Event description:
Patient underwent full revision surgery. The explanted products were discarded after surgery.

Event description:
Patient presented with high lead impedance and was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.